Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was over delivering. The customer¿s blood glucose value was 63 mg/dl. The customer stated at some point the pump stopped giving basal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleging possible insulin pump was over delivery because he was getting too much insulin while in auto mode. No harm requiring medical intervention was reported. The customer will continue to use the device.